Event description:
A customer reported experiencing a cartridge alarm with their insulin pump, specifically identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Technical support (cts) confirmed the issue and arranged for a replacement of the customer's pump with one that included updated software. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. They were also given instructions on how to set the pump to storage mode and return the faulty pump to tandem using a pre-paid shipping label. The customer understood and acknowledged the instructions and arrangements made by cts.